Event description:
It was reported that the lead was found to have a decreased r-wave with a variable trend and was t-wave oversensing. It was further noted that noise was observed on tip to coil configuration. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.